Manufacturer narrative:
An event of valve migration, snaring of the valve and a pericardial effusion was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the portico tavi valve instructions for use, artmt600115937 revision a "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.

Event description:
T was reported a 27mm portico tavi valve was chosen for procedure. During the procedure, after the portico valve had been successfully deployed and placed. The user attempted to remove the delivery system (inner shaft) but failed due to the nose cone becoming stuck at the bottom (annular part of the stent) of the frame. The valve kept moving supra-annular each time and an attempt was made to remove the nose cone and the valve migrated 5 mm above the aortic annulus. The patient did develop hypotension and feeling unwell. It was noted that there was calcium in the non-coronary cusp which was where the part of the stent was slightly bending inwards, where the nose cone was being caught. A third access site was required in the patients left femoral artery in order to snare the valve. A pigtail was advanced through the patients right radial artery for taking fluoroscopy images. The access was then used for the bering pigtail catheter to assist in the attempt to guide the nose cone. The valve was snared into the ascending aorta and a second, non-abbott device was implanted. A small pericardial effusion (3-4mm) was reported but a pericardiocentesis was not required. It was also noted that the patient developed coronary ischemia during the procedure. During the procedure the patient required a small amount of metaraminol and normal saline. It was noted that the procedure was prolonged. Post procedure the patient received two units of blood. The patient was brought to the cardiac care unit for monitoring and required a prolonged hospitalization. It was noted that the patient was recovered and awaiting discharge. No additional information has been provided. Manufacturer report number: 3007113487-2021-00072.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.